Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in impedance measurements but still within range. Additionally, oversensing of noise was observed resulting in pacing inhibition. No adverse patient effects were reported. At this time, this lead remains in service.